Event description:
It was reported that the patient experienced weakness and numbness in his right leg following an scs, spinal cord stimulator, implant procedure. The physician stated that he thinks the cause to be swelling in the epidural space and the patient was prescribed medication. A CT, computerized tomography, scan was taken but the results were not clear. The patient is under an intense rehabiliation program to address the symptoms. The device will not be returned for analysis as it remains implanted.